Event description:
Upon servicing the monitor of a (B)(6) female pt for an unrelated issue, a reportable problem was discovered. The monitor would not power up. Support issued the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (will not power up) has been confirmed. As received, the monitor was found to have defective components. The flash memory chips (B)(4) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. The monitor functioned properly when in use by the pt. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.